Manufacturer narrative:
Following receipt of the complaint, a review of the routine qc testing of the intermediates used in lot w00029400 was performed and all results, including wet delamination, were within specification. A review of the batch records for lot w00029400 and the intermediates consumed within this lot was conducted and no issues were identified that could contribute to this defect.

Event description:
The customer reported that the film that coats non adherent fiber loose and adheres to the wound. The customer reports the issue is not lot specific, but affecting long term experience with multiple patients over a period of time, since they started using the product.

Manufacturer narrative:
Follow up report, 12feb2019; following receipt of the video relating to a patient and discussions with the complaintant, advanced medical solutions are reporting the incident as an adverse event.

Event description:
Follow up report, 12feb2019. Additional information provided by the complainant involves a video relating to the removal of the silvercel non adherent alginate dressing from a wound as a result of a toe amputation. The ethylene methyl acrylate (ema) layer separates from the dressing and adheres to the wound. The healthcare professional is able to lift the ema film from the skin and remove it from the wound area. The complainant has not provided patient related information in support of the video in terms of subsequent actions and the status of the patient. The complainant states the complaint is not patient specific or lot specific but general use of the product with multiple patients over a period of time.